Manufacturer narrative:
Evaluation summary: the returned device matched the report and the reported event was confirmed. Review of the inspection records revealed no discrepancies. The item returned was documented as faultless prior to distribution. As the device had been in use for a longer time (manufactured in 2006) we pre-suppose that the device had fulfilled its tasks in former surgeries as intended without any problems reported. The appearance and the evidences of the breakage surface as well as the absence of plastic deformation indicate that the peg broke in a brittle manner due to overload. An internal test (reproduction of the breakage of the peg) revealed that the breakage could be reproduced in case the targeting sleeve (speedlock sleeve) was not inserted to its dead stop position and high torsion load was applied to the targeting sleeve respective speedlock sleeve causing the breakage of the pegs at the connection area. In order to avoid above damage the design of the affected area has already been improved. Based on the above facts the root cause of the reported event is not related to a deficiency of the device, but is linked to improper handling by the user. No non-conformity was identified.

Event description:
Gamma targeter piece broken off.

Event description:
Gamma targeter piece broken off.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.